Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after pausing insulin delivery due to an alarm indicating low insulin in the cartridge and subsequently eating, with a noted discrepancy between the intended 100 units filled and approximately 21 units remaining after tubing fill, though no leaks or site issues were identified and a full supply change was completed with delivery resumed. Symptoms included elevated blood glucose up to 306 mg/dl for approximately 5.5 hours, without ketones and without acute medical symptoms. Outcomes included no hospitalization, no professional medical intervention, and no use of backup therapy. Investigation included user-guided troubleshooting and education, inspection of supplies and infusion site, and a full supply change. Investigation of this case revealed cause unclear for the hyperglycemia and the observed insulin volume discrepancy. It was concluded that the event involved hyperglycemia of unclear cause with successful restoration of therapy following supply change and education.